Manufacturer narrative:
Zimvie complaint number (B)(4). D10. Concomitant medical products. Tsvmwb11, imp,tsv,mcol mg,4.7mm,11.5mml lot 1224533. G4: premarket identification k101880. H6: event problem codes ¿ patient code: 1932 inflammation. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
Doctor reported that implants at tooth sites 24 and 25 were removed during wound examination after surgery due to peri-implantitis with inflammation. Doctor also indicated progressive bone loss due to peri-implantitis since 2022. Doctor prescribed treatment with perioflow and ligosan gel, there was purulent discharge on (B)(6) 2024. Ligosan was used again until extraction on (B)(6) 2024.